Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported the pump was priming during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/24/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no evidence of a load step malfunction. The pump successfully completed a prime sequence without issue or alarm. An intermittent condition was observed to the force sensor circuit due to damaged force sensor trace.